Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Recommended replacement time (rrt) triggered on (B)(6) 2015. The device was subsequently returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) after forty three months with unexpected longevity. The physician inquired if that was correct with normal outputs and impedance. The device was explanted and replaced. No further patient complications have been reported as a result of this event.